Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found a corroded drain fitting, cracked tank cover, outdated printed circuit board (pcb) and outdated power switch. Functional testing found all alarms were triggered and the led's flashed but there was no sound from the speaker, confirming the customer complaint. Root cause was attributed to a faulty speaker on the pcb. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm was not working. Patient involvement unknown.